Manufacturer narrative:
Continuation of d10: product ID 8780 lot# (B)(6) serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jan-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via implanted infusion pump. It was reported that the catheter clogs. The cannula was placed in the cerebrospinal fluid space. The catheter was pushed into the cannula under bv control. Despite the correct position, no cerebrospinal fluid flowed through the catheter. The catheter had to be replaced. There were no serious consequences. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. There were no applicable diagnostics/troubleshooting performed. A new catheter was used. The patient's gender, age, weight, and medical history was asked, unknown and would not be made available. The patient's status was alive - no injury. The issue was resolved at time of report.